Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with rising glucose despite announcing two less-than-meal entries and changing supplies; troubleshooting included checking the infusion set tubing and performing a fill-tubing cycle, after which glucose began to decline, suggesting a transient infusion or delivery issue. Symptoms included high blood glucose without ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included elevated glucose up to 257 mg/dl and time above range for approximately 3 to 4 hours, without use of backup therapy, medical intervention, or hospitalization. Investigation included technical support troubleshooting and user education on infusion set and tubing priming. Investigation of this case revealed that glucose decreased after reconnection and fill, indicating likely resolution with corrective steps and no persistent device malfunction observed. It was concluded that the event was consistent with hyperglycemia of unclear cause that resolved after tubing priming and reconnection, with no clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.